Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a one-link needle free IV non-dehp standard bore catheter extension set has a IV drip set tubing that keeps "blowing out" when used for CT scans. There was patient involvement but no injury or medical intervention was reported. Additional information was requested and is not available.